Event description:
During an unknown surgical procedure on (B)(6) 2013, the k-wire attachment for pen drive would not release the k-wire. When the k-wire was inserted, the driver would not grab it to pull it back out. It is reported a spare device was available and was used to complete the procedure with no further problem, no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification codes dzi, erl, hbe. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. An evaluation was conducted. The reporter's complaint that the unit will not release k-wire was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.